Event description:
Customer, end-user (B)(6) died from sepsis, abdominal abscess and abdominal wound infection. Ms. (B)(6) was using smith & nephew wipes in the area where she received surgery and the same area was the site of persistent infections.

Manufacturer narrative:
Smith & nephew was contacted regarding the above described incident, which was reported as a field complaint for adverse incident. The customer did not return any product and no lot number was provided. The complaint could not be confirmed. Since no lot number was provided, the manufacturing location of the product could not be determined; hence laboratory testing or the results were not available for review. The control samples for all lots of IV prep wipes recalled by s&n were tested and it met all product specifications with no evidence of microbial growth found. The production records were not reviewed for this investigation. We were unable to determine a specific root cause for this issue. However, independent medical review of similar complaints with this product concluded there was no correlation with the use of IV prep wipes. Sometimes skin irritation and local infection is expected to occur at normal use and the severity is non-serious injury and some discomfort. It is critical that the solvent is completely dried out before the site is used to prepare for injection. IV prep is an otc drug and is an anti-septic for IV site preparation. At this time no further actions can be taken on this complaint - (B)(4).